Event description:
(B)(4). Same patient as MDR ID# 2134265-2012-07486, 2134265-2012-07454. It was reported that post coronary stenting treatment procedure, in-stent restenosis, angina, spasm, and myocardial infarction occurred. In (B)(6) 2002 the patient was treated with a nir stent in the ostial right coronary artery (rca). In (B)(6) 2003, in-stent restenosis of a non-bsc stent was present in the left internal mammary artery (lima) to left anterior descending artery (lad) and was treated with cutting balloon technique. In addition, the in-stent restenosis of the previously deployed nir stent in ostial rca was treated with the placement of a 3.50 x 13 mm non-bsc stent.

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2003. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).